Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired malformed staples on the first firing across the small bowel. Four white reloads were used and all fired malformed staples. They used the same device and loaded it with a gold reload and it worked fine. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for evaluation.